Event description:
It was reported that the patient underwent a fusion surgery to treat adult deformity with posterior fixation. Three years post-op, during another surgery, the surgeon wanted to exchange the pedicle screws for another set of screws. However, the screwdrivers would not fit onto the implanted screws and would not remove the screws; therefore the surgeon had to leave the screws in situ.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.